Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) cell fault processor (cfg). Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc-cfg was returned for failure analysis, and the reported problem on console pmsc left video output no video" was replicated. No error was found during log review to indicate the failure occurred. Dvi ports on video input leaf (vil2) and both serial clock (scl) boards were found damaged due to wear and tear. The pmsc was installed on the golden system to run video and audio tests. Both vils and scl2 boards were tested and had all good images. Also, audio was tested with clear sound. However, failure analysis also found there was no image from dvi port on scl1 board. As a result of these findings, failure analysis concluded that the damage of dvi port on scl1 board was root cause attribute to the reported issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure of the dvi port on the scl1 board. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, the personality module surgeon console (pmsc) left video out had no video. There was no reported injury.